Manufacturer narrative:
(B)(4).

Event description:
It was reported two episodes of non-sustained right ventricular oversensing were observed on atrial and ventricular channels. It is suspected the oversensing was possibly far-field p-wave oversensing. Changing some of the device settings were recommended. The patient will be monitored. No further information is available.